Manufacturer narrative:
Follow-up #1: date of submission 08/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings: there was one loss of prime warning observed in the black box on 6/18/2016 with zero force. The pump could not be fully investigated as a result of a keypad issue. The alleged issue was observed in the pump history but could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.